Manufacturer narrative:
Investigation summary. The customer's qc results for phbr were drifting low over time. Troubleshooting determined that the customer's lab was at 28% relative humidity and the salt pads had not been replaced in 4 weeks. Replacement of the salt pads stabilized qc results. The most likely cause was low % relative humidity in the slide supply.

Event description:
A customer observed negatively biased qc results for phbr testing on their vitros 250 system. Biased results of this type may lead to inappropriate physician action. No pt results were reported and there was no report of pt harm as a result of this event.